Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a no delivery alarm on her insulin pump. Her blood glucose was 309 mg/dl at the time of reporting. She reported attempting to bolus again, this time successfully. She was advised to change her infusion set. No equipment was returned. No additional information was reported.